Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose level of 27 mg/dl. The customer's blood glucose level at the time of call was 90 mg/dl. The customer needed medical intervention from paramedics and was treated with sugar glucose bag and customer treated with eating food. The customer reported that the drive support cap was sticking out and decided to wear the insulin pump anyway. The customer's symptoms included sweating and not being able to wake up. The customer was advised by emergency medical services that the customer should have eaten before going to bed. The customer completed troubleshooting to reprogram an old insulin pump. The faulty product was not returned for analysis.